Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a no delivery. They had tried to manually push insulin but found resistance. They were advised to disconnect and reconnect but they still found resistance. The issue was resolved with a complete change of infusion and reservoir set. The customer¿s blood glucose level was 13 mmol/l. The product will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.